Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found. It was reported that there was blood in/on the helix.

Event description:
It was reported that during the procedure, the helix would not extend. It was then attempted to extend the helix on the table, but it would not extend. The lead was an attempted implant and not used. No patient complications have been reported as a result of this event.